Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered in is based on the customer report of "3 weeks ago". The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. "

Event description:
A customer reported receiving a unspecified error message on the adc freestyle libre sensor while using the librelink app. As a result, the customer was unable to obtain sensor scans and experienced symptoms described as bad nausea, bloating, and a loss of consciousness. The customer had contact with a healthcare provider who obtained a blood glucose of 43 mmol/l and provided insulin (type/dose unknown) as treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving a unspecified error message on the adc freestyle libre sensor while using the librelink app. As a result, the customer was unable to obtain sensor scans and experienced symptoms described as bad nausea, bloating, and a loss of consciousness. The customer had contact with a healthcare provider who obtained a blood glucose of 43 mmol/l and provided insulin (type/dose unknown) as treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.